Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reported(B)(6) 2015 blood glucose results of 195 mg/dl on aviva expert, 72 mg/dl on aviva connect within 10 minutes. Caller reported (B)(6) 2015 blood glucose results of 176 mg/dl on aviva expert, 52 mg/dl on aviva connect within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.